Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, and door did not open, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication jam pushing plastic bin outward causing door failure. A field service engineer cleared medication jam to resolve the issue. Performed proactive maintenance. The system functioned as intended after the field service engineer repaired the device.